Event description:
The pt reported she had lasik surgery to treat astigmatism, and had floaters prior to the implant of the icl. A 12.6mm micl12.6 was implanted in 2006, in the pt's right eye (od). At the three day post-operative visit, the pt's best corrected visual acuity was 20/16. At the two month post-operative visit, the best-corrected visual acuity was 20/20. In 2007, the pt's uncorrected visual acuity dropped to 20/40, due to retinal detachment. A vitrectomy was performed by a retinal specialist and the pt recovered. Due to the retinal detachment and vitrectomy, the pt developed a cataract. The icl was explanted in late 2008, and cataract surgery was performed. An iol was implanted and the pt's current best-corrected visual acuity is 20/60. The surgeon offered to perform lasik to reduce the remaining cylinder but, the pt decided not to have another lasik procedure.

Manufacturer narrative:
Evaluation results- other: a lens work order search was performed and no similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined.